Manufacturer narrative:
(B)(4). Physician deployed stent graft not securing the device.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 150 mm descending thoracic dissection. Vessel morph ology from the time was not reported. The patient presented with focal thrombus burden coming from apparent dissection noticed in coronal view. The surgeons performed a subclavian carotid transposition and then deployed the valiant at the level of the left carotid origin. The doctors were deploying a valiant stent graft for the first time and began deploying the stent graft at the ostium. The graft then moved distally while the proximal aspect of the graft began to flare. The movement was predictable and prefaced by the clinical support in the room. The physician implanted the stent graft 5 mm lower than intended. There were no further actions taken. No clinical sequelae were reported and the patient is fine.